Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. However, the image could not be checked due to the presence of bubbles. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.